Event description:
The customer reported the loss of telemetry monitoring for twelve pts for about an hr. No alternate monitoring was available. There was no reported pt injury associated with this event.

Manufacturer narrative:
A f/u report will be submitted when the investigation is complete.